Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical products - g7 neutral e1 liner 010000859 lot 3748802, biolox option adapter 650-1065 lot 339580, g7 finned 4 hole shell 110017106 lot 3637382.

Event description:
It was reported that the patient alleges radiating right hip pain 6 months post-implantation. Contributing factors include aseptic necrosis with collapse and degloving of the weight-bearing articular cartilage. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Medical product - tprlc 133 type1 pps so 11.0 catalo # 51-103110 lot # 3658230, unknown cup catalog # ni lot # ni, unknown liner catalog # ni lot # ni. Therapy date: (B)(6) 2016. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient alleged to right hip radiating pain six months post-implantation.